Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "7-10 days ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called customer service to inform that he changed the password of freestyle libre link application and was not able to log into the application. Customer further reported that due to not able to scan the sensor since he did not have the access to the app, was not able to monitor the glucose level and experienced seizure and loss of consciousness. Customer was treated with honey, sugar water and coke by a third party. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The user reported a password issue in the freestyle librelink app. The user can reset the account password by selecting "forgot password" in the app or libreview website and following the provided instructions. The new password should be 8 to 36 characters and contain 1 digit, 1 uppercase letter, 1 lowercase letter and 1 special character. Adc product quality engineering (pqe) was able to create a new account, reset the account password and log in to the app successfully, and was not able to replicate the complaint. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called customer service to inform that he changed the password of freestyle libre link application and was not able to log into the application. Customer further reported that due to not able to scan the sensor since he did not have the access to the app, was not able to monitor the glucose level and experienced seizure and loss of consciousness. Customer was treated with honey, sugar water and coke by a third party. There was no report of death or permanent impairment associated with this case.